Event description:
It was reported the customer had a air bubbles issue on the insulin pump. The customer's blood glucose level was unknown. The customer was a able to resolved the issue by changing set or reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.